Event description:
It was reported that the customer received a power source alert while using the tandem-provided usb cable and wall adapter. There was no adverse impact to the customer's blood glucose level. Replacement tandem-provided charging supplies were sent to the customer to address the issue. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.